Event description:
It was reported that the user experienced hyperglycemia for several hours, confirmed by fingerstick, and resumed insulin delivery after changing supplies; later the user reported a blood glucose of 312 mg/dl after which glucose trended down, and subsequent reports showed correction. Investigation included review of device use and coaching. Investigation of this case revealed no device malfunction observed and that the event resolved with routine troubleshooting and continued therapy. No symptoms associated with elevated blood glucose was reported. Outcomes included transient impact on glucose control without emergency care or hospitalization. It was concluded that hyperglycemia occurred with cause unclear, and the device functioned as expected after supply change and continued use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.